Event description:
It was reported that the devices were used during a laparoscopic appendectomy. The first device would not close. The second device was being used on the meso appendix, white reload. The device was closed, fired, stapled and the jaws were opened. The device did not cut completely and the surgeon went in to cut the area with scissors. It was then noted the staples were malformed on the distal end, bleeding occurred. The surgeon used clips to control the bleeding. No intervention was required for the bleeding. The device was reloaded with blue reload, to be fired on the base of the appendix and the same issue occurred. Instead of just cutting, the surgeon clipped and then cut. The case was completed with this firing. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Meso and base. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. On both devices during which stroke did the event occur? Completed strokes. What color cartridge was being used? White, blue. What other color cartridges were used before and after this event? White, blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeon was giving the wrong device. Surgeon had not ever used the compact device. Surgeon has used the long and other ees devices. What were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 1st time used device (a) was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned device was tested with a test reload for functionality. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. After further analysis it was notice that the bottom of the one piece sled was broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h53z0v (mfg date 12/13/2011; exp date 11/13/2016). (B)(4).